Event description:
The customer stated that the reservoir volume is not consistent with the actual amount of insulin in the reservoir. The reservoir volume is showing that there are 279 units of insulin left, but the reservoir actually has 150 units of insulin. The customer also stated she experienced a low blood glucose reading of 40 mg/dl earlier in the day. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump failed the displacement test due to out of phase motor encoder signal.